Manufacturer narrative:
The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. No memory anomaly was noted. The device was unable to download to the carelink software due to alarms in alarm history screen. The alarms were due to a corrupted history file. The unit had a minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that there were invalid entries in the memory of the insulin pump. The caller stated that the customer requested to return the device due to the memory anomaly with all data to be discarded. She also reported that the insulin pump was unable to download to carelink. She was advised that the insulin pump would be replaced. The blood glucose reading was unknown. Nothing further reported.